Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 440 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.